Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation and brim cap damage were reported. It was reported that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the dilator was inserted into the valve, the physician noticed the valve was cracked. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged, the issue was resolved and the case was continued. There was no patient consequence. Additional information was received indicating that the section that broke was the orange cap/hub at the end of the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. No blood return was observed and hemodynamics were not compromised. No blood loss.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 16-feb-2022, it was noticed that the date of manufacture was inadvertently omitted from field "h4. Device manufacture date" of the 3500a supplemental MDR # 1. As such, the field has now been populated with 2-nov-2021.

Manufacturer narrative:
On (B)(6)2022, additional information was received confirming it was the orange brim cap that appeared cracked according to the physician. Device evaluation details: on (B)(6)2022, the product was returned to biosense webster inc.(bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath and the brim cap was found in good/normal conditions microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter but the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)